Event description:
On (B)(6) 2012, the patient contacted animas to report he obtained elevated blood glucose readings for two weeks. On (B)(6) 2012 at 11:30 pm, the patient obtained the reading of 481 mg/dl, and at that time experienced the symptoms of increased thirst and urination, headache, nausea and moderate ketones. The patient has given himself correcting bolus doses of insulin via a syringe injection. The patient did not seek any medical attention. The patient reported that during some "test boluses", no insulin was seen dispensed from the tubing. Troubleshooting revealed no issues with the infusion set or infusion site, the patient's technique was correct, the insulin handling was appropriate, all pump settings, programming, basal setting and date/time were correct, and all total basal/bolus doses given correctly matched those programmed. The pump was requested returned to animas for evaluation. As the patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. Loss of prime warnings were observed in the pump history but were not duplicated during evaluation. No defects were found during evaluation.